Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a coronary diagnostic procedure. Reportedly, resistance was felt during thumb advancer advancement. When the device was removed the sheath had not split correctly, it was stretched and shredded/mangled. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was a less than 30 minute delay in the procedure due to the use of manual arterial compression to achieve hemostasis. The nurse is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date occurred the middle of last week. Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.